Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a pacing impedance of 291 ohms. A boston scientific technical services consultant discussed that this measurement was lower than expected. The impedance was 505 ohms in december 2005, and was >3000 ohms in july 2006. The pacing outputs were programmed to 7.5v @ 2.0ms, and the pacing thresholds were 0.6v @ 0.4ms.